Manufacturer narrative:
UDI #: (B)(4). Field service specialist visited the account. Prior to fse's arrival, customer reported seeing a ''fan error'' upon start-up. System checkout was performed. Found ac/dc switcher fan defective. Replaced ac/dc switcher as required. Fse on site observed ''galvos buzzing.'' Ordered replacement galvo assembly, and installed as required. Successfully completed 3 month preventive maintenance verifications. System meets abbott specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that patient presented with diffuse lamellar keratitis (dlk) grade 1 and trace 24hrs post treatment in both eyes. Surgeon gave treatment with maxidex every 2 hours and vigamox 3 times a day for 7 days. Pre and post op best corrected visual acuity (bcva) 20/20.